Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Intermittent vibration it was reported that an intermittent vibration occurred and a hyperglycemic event. Date of issue is an approximation. The patient stated she had the receiver set to vibrate profile and stated that it did not vibrate for a high glucose (specific value not provided). Her high alert threshold was set at 280 mg/dl. She had her sister drive her to the emergency room and was treated with saline via intravenous (IV) therapy and then discharged. At the time of contact, the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. It was reported that an intermittent vibration occurred and a hyperglycemic event. Date of issue is an approximation. The patient stated she had the receiver set to vibrate profile and stated that it did not vibrate for a high glucose (specific value not provided). Her high alert threshold was set at 280 mg/dl. She had her sister drive her to the emergency room and was treated with saline via intravenous (IV) therapy and then discharged. At the time of contact, the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. Functional testing was performed and passed. A manual receiver test 'try it' in vibrate mode was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for an internal visual inspection and passed. The vibrator motor internal resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.